Event description:
Caller reported damage to the pump's housing surrounding the usb port, which affected their ability to charge the pump. There was no adverse impact to the customer's blood glucose level. The customer will continue using the current pump for insulin delivery while waiting for a replacement from tandem technical support, who confirmed the shipment address and noted that a signature was not required upon delivery. The customer acknowledged instructions on using the pump's storage mode and the steps required for managing the replacement pump, including the return process using a pre-paid label. Tandem technical support sent a replacement pump with updated software.